Event description:
Attorney reported: in 2006--the pt underwent surgery to repair two incisional hernias. A bard composix ex mesh hernia patch and a bard composix mesh hernia patch was used to repair the hernia. As a result of using the bard composix mesh hernia patches the pt was caused to suffer, among other injuries, severe infection, and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by the pt was due to the bard composix mesh hernia patches. In 2008--the pt underwent additional surgery to repair an incisional hernia. A bard composix lp mesh hernia patch was used to repair the hernia. As a result of using the bard composix lp mesh hernia patch the pt was caused to suffer, among other injuries, severe infection, and caused to sustain severe and permanent personal injuries, pain, suffering, and emotional distress. The severe infection sustained by the pt was due to the bard composix lp mesh hernia patch. Attorney's report of pt's alleged pain, severe infection and unspecified personal injuries due to defects in mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.